Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) increased blood glucose values [blood glucose increased] push button pops out at a later time [device issue] isulin is not delivered directly, but only after a few attempts [drug delivery system issue] case description: this serious spontaneous case from germany was reported by a consumer as "increased blood glucose values(blood glucose increased)" with an unspecified onset date, "push button pops out at a later time(device component issue)" with an unspecified onset date, "insulin is not delivered directly, but only after a few attempts(drug delivery system issue)" with an unspecified onset date, and concerned a 74 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and body mass index were not reported. Current condition: type 1 diabetes mellitus(duration not reported). On an unknown date, patient had increased blood glucose values (up to 500 mg/dl) during use of novopen 6. The push button pops out at a later time and insulin was not delivered directly, but only after a few attempts. Batch numbers: novopen 6: lvg4r79 -1. The outcome for the event "increased blood glucose values(blood glucose increased)" was not reported. The outcome for the event "push button pops out at a later time(device component issue)" was not reported. The outcome for the event "isulin is not delivered directly, but only after a few attempts(drug delivery system issue)" was not reported. References included: reference type: e2b linked report. Reference ID#: de-novoprod-974500. Reference notes: same patient. Preliminary manufacturer's comment: (B)(6) 2022: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No conclusion has been reached yet. Elderly age and type 1 diabetes mellitus are confounding factors for the reported event of hyperglycaemia this report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational result: name: novopen 6, batch number: lvg4r79-1 the electronic register was checked. Statistic log analyzed from d station. General :fw: 01.08.00. Pen logs read after 248 day(s) after user activation. 940 injections. Error(s)!: it explains error in the display marked as error in the dose log: the logs show 15 timeout doses. It can be due to handling, a fw bug or eod switch instability (5 eodmismatches). It is most likely due to the know fw bug warning only: nothing in the display and no error in the dose log: the logs show (5 eodmismatches) and (1 eoderrorcorrections). It can indicate a scenario where the eod is not reliably detected." The xray observation of the ball not fully engaged explain "push button pops out at a later time" the tests did not reveal any issue. The tests and logs do not reveal any issue that can explain: "a patient reported that she has increased blood glucose values (up to 500 mg/dl) during use of novopen 6." The memory display shows "error" instead of showing the last injected dose size. The fault had no impact on the mechanical functions of the pen and was caused by an error in novo nordisk a/s. The push button pops out prematurely after an injection has been made. The error had no influence on the mechanical functions of the pen, other than the push button popping out. The fault was caused by an error within novo nordisk a/s.visual examination and functional testing were performed. The push button and its functions were found to be normal.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications.scanning of internal pen parts was performed.no visible defects expect lock ball 1 not full engaged. Since last submission following information was added: investigational result updated imdrf codes updated narrative updated accordingly. References included: reference type: e2b linked report reference ID#:(B)(4). Reference notes: same patient. Final manufacturer's comment: 31-jan-2023: the reporter stated that the insulin was not delivered directly, but only after some attempts. The two malfunctions found on the returned suspected pen are related to the electronic display which shows an error or an error which have only a cosmetic impact. None of the malfunctions is evaluated as being causally related to the experienced increased blood glucose. Elderly age and type 1 diabetes mellitus are confounding factors for the reported event of hyperglycaemia "this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. H3 continued: evaluation summary name: novopen 6, batch number: lvg4r79-1 the electronic register was checked. Statistic log analyzed from d station. General :fw: 01.08.00. Pen logs read after 248 day(s) after user activation. 940 injections. Error(s)!: it explains error in the display marked as error in the dose log: the logs show 15 timeout doses. It can be due to handling, a fw bug or eod switch instability (5 eodmismatches). It is most likely due to the know fw bug warning only: nothing in the display and no error in the dose log: the logs show (5 eodmismatches) and (1 eoderrorcorrections). It can indicate a scenario where the eod is not reliably detected." The xray observation of the ball not fully engaged explain "push button pops out at a later time" the tests did not reveal any issue. The tests and logs do not reveal any issue that can explain: "a patient reported that she has increased blood glucose values (up to 500 mg/dl) during use of novopen 6." The memory display shows "error" instead of showing the last injected dose size. The fault had no impact on the mechanical functions of the pen and was caused by an error in novo nordisk a/s. The push button pops out prematurely after an injection has been made. The error had no influence on the mechanical functions of the pen, other than the push button popping out. The fault was caused by an error within novo nordisk a/s.visual examination and functional testing were performed. The push button and its functions were found to be normal.the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications.scanning of internal pen parts was performed.no visible defects expect lock ball 1 not full engaged.